Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21728. Follow-up identified the patient underwent surgical intervention to explant and replace both the ipgs. Additionally, it was clarified that device 1 is related to the reported issue. While the physician electively explanted and replaced device 2 to address recharge burden.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21728.

Manufacturer narrative:
Results: the observation made in the field that the ipg was not functioning properly was not confirmed. As received, the ipg was responsive and communicated with lab utilities. There were instrumentations marks on the header as a consequence of the explant procedure. A low battery warning was issued when queried with a lab patient programmer. The ipg was fully charged and tested to manufacturing specifications using automated test equipment and passed all tests. The device was programmed and stimulation output was monitored for any extraneous or intermittent stimulation; none were observed. The magnet feature functioned as intended. The returned ipg functioned as intended. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report: 1627487-2014-21728. The patient ((B)(6)) has two ipg systems, and it is unknown at this time which ipg pertains to the reported event. It was reported the patient experienced a fall on the ipg site and since the incident, there has been a change in the functionality of the ipg. As a result, surgical intervention will take place to address the issue. The event/implant/manufacturing/expiration dates are unknown for the reported ipgs.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.